Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the connector. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference (B)(4) for further information about this failure type. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage occurred from the catheter connector of the groshong catheter that had been used for tpn for approximately 2 years. There was no reported patient injury.